Event description:
A consumer reported that following intraocular lens (iol) implant surgery, he has had blurry vision and is not happy with the results of his surgery. The surgeon reported that the consumer had fuch's and pseudophakic bullous keratopathy preoperatively that was affecting his vision. The consumer reported that he had a descemet stripping endothelial keratoplasty (dsek) performed three years after his iol implant surgery and his vision improved. In a follow up, the surgeon reported "the pt had fuch's and pseudophakic bullous keratopathy preoperatively. His distance visual acuity postoperatively was due to fuch's and pseudophakic bullous keratopathy, not the intraocular lens".

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 02/23/2009 and 02/25/2009 by phone, fax, and mail. A completed questionnaire was received on 02/26/2009. This report was mailed to FDA on: 03/25/2009.